Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 156 mg/dl. It was also reported that insulin was not observed to be exiting the patient line during the load fill tubing process. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.